Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device got stuck in the patient and required surgical removal. There were target lesions located in the peroneal and anterior tibial (at) arteries. The physician successfully treated the lesion in the peroneal artery. During treatment of the at artery, the device got stuck in the patient. The physician cut the driveshaft and attempted to put a sheath over it in an attempt to assist removal, but was unsuccessful. The patient was transferred to the operating room and the device was surgically removed. Csi requested additional information and the device return from the facility. The facility declined to provide additional information to csi and csi was allowed to only visually examine the device at the facility under hospital supervision after the case.

Manufacturer narrative:
Csi was allowed to visually inspect the device at the facility under the supervision of hosptial staff. No destructive analysis or functional testing could be performed. The visual evaluation of the device did not reveal a root cause. The pictures of the crown and drive shaft confirmed what csi had already learned from the case details. The crown and drive shaft were intact except where the shaft had been cut. Examination of the device and the collected pictures did not identify any damage on the crown or shaft. Exact cause of the device becoming stuck in the vessel is not known. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Results: no conclusive results available since visual inspection only was performed. (B)(4).